Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The duodenovideoscope was returned to olympus for inspection and the reported failure was not confirmed. The root cause could not be identified; no device problem was found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a wire was stuck inside of the duodeno videoscope. The event was reported to have occurred at reprocessing. There was no procedure or patient involvement and no harm reported as a result of the event.